Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited noise, resulting in automatic mode switch episodes. The patient reported feeling heart rate increase at about the same time as one of the episodes, but reported no other symptoms. Noise amplitude was not able to be measured due to the programmed setting. Programming changes were made.